Event description:
It was reported that atrial fibrillation occurred. A pulse field ablation procedure was performed using a farawave catheter. Approximately two (2) months post index procedure during a routine follow up examination, electrocardiography showed atrial fibrillation. The patient was instructed to continue taking eliquis until the three (3) month follow up examination. At the three (3) month follow up examination in march 2026 the patient was still in atrial fibrillation and declined cardioversion. The patient was instructed to begin take amiodarone 200mg three (3) times daily.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.